Manufacturer narrative:
A ge service representative performed an onsite investigation. The power switch, solid state hard drive, image processor pcb, generator interface pcb and display adapter were evaluated and replaced. The system software and calibration files were reloaded. The system was tested and found to be working as intended and return to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.